Event description:
The staff had defibrillated a patient (age and gender unk) three times using multi-function electrode. On the fourth attempt to defibrillate the device did not discharge, and they received a check electrode message. The patient subsequently expired. The complainant indicated that the patient outcome was not attributable to the alleged malfunction.